Event description:
A customer reported experiencing an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, successfully assisting the customer through the process. After the reset, the error did not reappear, and the customer was able to start their sensor session successfully.